Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned device was patent. The valve passed leakage, reflux and preimplantation testing. The valve did not pass pressure flow testing. Visual examination indicates presence of air bubbles inside the silicone material of the valve. However, since the valve was patent and met the pre-implantation testing requirement, it cannot be concluded if the presence of the air bubbles contributed towards the reported failure of blockage in the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was pre-tested by running fluid through it, the healthcare professional thought there was a blockage. There was no patient impact.